Event description:
It was reported that the right ventricular lead exhibited noise over-sensing. No intervention was performed. The condition of the patient was unknown.

Manufacturer narrative:
Further information was requested but not received.